Manufacturer narrative:
Patient was using the incorrect size belt as he had gained weight and not moved to a larger size belt to accomodate the weight gain.

Event description:
It was reported that on (B)(6) 2012 the hospital noted a 1.8cm x 1.2 cm area that was 0.2 cm deep on the peristomal area of the of the patient. It was triangular in shape and located under the barrier directly under the location of the belt tab. The area was staged and considered to be a stage 3 full thickness pressure ulcer. They determined that the patient was wearing too small of an ostomy belt. The patient had been wearing the belts for a long time but had gained weight over that time period and did not alter his belt size. The pressure injury was treated with saline and silver calcium alginate underneath the barrier and the correct size belt was ordered.